Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. The customer's other blood glucose was 597 mg/dl, 556 mg/dl. The customer did experienced the symptoms such as thirsty, frequent urination and dizzy. The customer was treated by insulin pump and manual injection troubleshooting was done for high blood glucose and under delivery. Customer stated that insulin pump had insulin flow block alarm in the past. Customer was declined to perform high pressure test. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.